Event description:
During a transfemoral tavr procedure, there was difficulty advancing the 18fr and 20fr dilators and esheath. The esheath was advanced to the common femoral artery and the tip of the dilator was partially in the external iliac artery before it was to be exchanged for a new sheath. Upon sheath removal, it was observed that the tip had separated from the dilator. The tip had peeled back from the dilator, however, it was retained on the dilator. A new esheath was opened and was able to be advanced smoothly. After removal of the esheath, a dissection was observed in the common femoral artery. The artery was surgically repaired and the patient was transferred to the unit in stable condition. The patient¿s access vessel minimum luminal diameter (mld) was 8mm, severely calcified and moderately tortuous.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Through investigation, it was determined the seam at the distal tip of the esheath unfolded upon insertion. There was no separation of the tip as originally reported. Unfolding of the seam does not present a risk of injury to the patient; therefore, this event is no longer considered reportable and a corrected MDR is being submitted.